Manufacturer narrative:
The manufacturer's field service engineer noted the vent inop condition while reviewing the diagnostic history log. The device was evaluated the fse was unable to duplicate the condition. The fse ran the device for two hours with no problem. There were no parts replaced.

Event description:
The manufacturer's field service engineer noted a vent inop 9003 occurrence; flow sensor failure while reviewing the diagnostic history log. Patient involvement unknown, patient involvement requested.